Event description:
It was reported that the device was returned for an unknown reason. There was unknown patient involvement. The device evaluation found that the device failed accuracy testing, as the device was over delivering.

Manufacturer narrative:
E1: (B)(6). H3: one device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing found the device to be over delivering. The expulsor was replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.